Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a distal aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis. Since calcification was revealed in the patient¿s right external iliac artery, the physician elected to perform pre-dilation ballooning of the access vessel. Patients right access vessel measurements 6.9 mm and increased to 7.9 mm at ruptured site and tapered to 7.3 mm proximal. A 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/15819406) was then advanced and a right axillo-left axillary artery bypass was prepared to maintain blood flow to the branch vessels of the aortic arch. The endoprosthesis was successfully deployed below the left common carotid artery, and upon withdrawal of the sheath, the right external iliac artery was ruptured with the patient¿s blood pressure dropping. It was reported that strong resistance was met while the sheath was being advanced and the vessel diameter around the ruptured area was 7.9 mm. The physician elected to perform an open abdominal surgery and replace the ruptured portion of the vessel with a vascular graft. The patient tolerated the procedure.